Event description:
Information was received that a smiths medical pneupac parapac ventilator is alarming incorrect pressures. No adverse patient effects were reported. Additional information was received on 6 march 2020 indicating that the product problem occurred some during the week of week of (B)(6) 2020. The product problem did not occur during patient use. Patient care was therefore unaffected. Records pertaining to the exact device settings were unavailable. The respiratory director at the facility provided the following additional comments: "I think it was not alarming consistently low pressure. We could disconnect a circuit and nothing would happen. Was not on a patient that I am aware of and caused harm. It was used however and an rt did notify me alarms seemed off."

Manufacturer narrative:
G4: new aware date is 03/06/2020. H6: patient code updated to 2645. Device code updated to: 3012 and 1490.

Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device found it to have an illegible serial number label and relief pressure alarm knob noted to be extremely difficult to turn. Device underwent functional pressure testing. The reported customer complaint has been verified; high alarm pressure is achieved before 30 cmh20 per functional check settings. This has resulted from a damaged variable relief valve. The problem source has been determined to be user interface, investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical pneupac parapac ventilator is alarming incorrect pressures. No adverse patient effects were reported.